Manufacturer narrative:
(B)(4). Date sent: 4/30/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: unsure of time if bleed from op. Patient blood loss unknown. Don¿t know if patient went to ICU or was already in ICU post op. Advised that patient is ok - out of hospital and doing well - no further details. Not sure of corrective action taken.

Event description:
It was reported that during an sleeve gastrectomy procedure, the patient had a post op bleed along the staple line at the top end near esophagus - not sure of corrective action it patient outcome. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. Additional information was requested and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? No information is available from the surgeon, patient is ok and was discharged from hospital.